Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter¿s technical service center regarding a system error 2367 which occurred on the homechoice (hc) during use during dwell four. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc and check the alarm log. There was no previous alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr advised the hp to finish therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.